Event description:
It was reported that manufacturer representative was on a case 2 days prior to this call when he took the neurostimulator out of his trunk stock. When the health care provider opened it and tried to screw it in (only going forward), it was out of its grove and would not screw down. It was indicated that the device was not implanted. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).